Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The device was evaluated and repaired by an olympus field service engineer. The issue was found to have been caused by a faulty lamp. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the probable cause of the reported issue was likely the lamp was approaching the end of its life.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the examination lamp of the subject device was not lit up during the maintenance at the user facility by the field service engineer of olympus (B)(4). The examination lamp was too old to light and then the field service engineer replaced that old lamp. There was no report of patient injury associated with this event.